Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the silicone sleeve of the clave port remained in the open position. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming of the tubing set, an unspecified clave port of the tubing set remained in the open position. Multiple unsuccessful attempts were made for additional information including ID the clave port was accessed during priming and if the tubing set was replaced and the therapy was initiated.